Event description:
It was reported that during implant of the pulse generator, no noise was heard to indicate that the setscrew had been secured. The device was removed and replaced. The patient was ok prior, during and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed the issue reported from the field. Excess medical adhesive was found within the device header, preventing full insertion of the torque wrench.